Event description:
A ventilator was returned to the distributor for service. During initial evaluation of the device at the distributor, a ventilator service required error code was found in the device's error log. There is no documentation of what needs to be replaced to address the issue. In the additional findings section of the evaluation, a trilogy pca, sensor board assy, trilogy dc power connector cable, and trilogy detachable battery con assy parts were listed with no further details. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted if the manufacturer's investigation is complete.